Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority in united states on 12-nov-2015 who had essure (ess205) (fallopian tube occlusion insert) inserted in 2005, for birth control. The consumer agreed to have an essure birth control device implanted. At the time she was told it did not take and in turn a laparoscopic tubal was done. She had always had pain in her abdomen, but always attributed it to scar tissue (from c-sections), ovarian cysts, and bowel; and this was what her doctor suggested when she mentioned tenderness. Recently, she was experiencing extreme pain in lower back and she had an x-ray done. The x-ray tech asked her if she had surgery on her left side, she said there was a splint or something. After much worry and retrieved medical records, the consumer discovered that there is an uncoiled essure product in her abdomen. That could explain her constant discomfort and recent extreme pain, as well as the weight gain, depression, and chronic fatigue that she was suffering from. She reported there was a very good chance that her body has suffered from nickel titanium allergy and has been perforated internally. Her tubal was noted as failed essure, because the thumbwheel was rotated backwards and sheath did not retract; after several attempts her doctor decided to perform a laparoscopic bilateral tubal using bipolar cautery. She stated she was surprised to find that she did in fact have a faulty essure migrating around in her abdomen, uncoiled and wreaking havoc. The consumer reported the concomitant medication: lisinopril and vit d3. Ptc investigation result was received on 29-dec-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper deployment: rollback to initial hard stop; depress button; perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to deployment difficulty. Investigation process: several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from expanding and releasing troni the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a deployment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up from 13-jan-2016: no response to follow up attempts was received to date. Follow up 22-aug-2016: legal claim received from lawyer on behalf of plaintiff. Essure was inserted on (B)(6) 2007. Her implanting physician advised her that the essure procedure failed, and subsequently performed a laparoscopic tubal ligation on plaintiff, but did not remove her essure coils. Her post-procedure period has been marked by increasingly severe pain and discomfort, including abdominal bloating and dental problems. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms but was unable to resolve her symptoms. On or around (B)(6) 2015, she underwent diagnostic imaging in an effort to determine the cause of her pain. At that time, diagnostic imaging revealed that she had four essure coils inside her body that one of the coils had fractured apart and fragments were found behind her bladder and one of the other essure coils had migrated into her pelvic region. On or around (B)(6) 2015, she underwent a hysterectomy to have the essure coils removed. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous non-medically confirmed case report refers to a female who had essure (fallopian tube occlusion insert) inserted and has been perforated internally. Upon follow up information, a legal claim with detailed information was received. The plaintiff experienced pain amongst other events and underwent diagnostic imaging which revealed that she had four essure coils inside her body, that one of the coils had fractured apart and fragments were found behind her bladder and one of the other essure coils had migrated into her pelvic region. She was submitted to a hysterectomy to have the essure coils removed. Outcome was not reported. Body has been perforated internally / fragments were found behind her bladder and one of the other essure coils had migrated into her pelvic region, understood as uterine perforation, is listed while one of the coils had fractured apart, understood as device breakage, is unlisted in the reference safety information for essure. The exact date and mechanism of the perforation were not reported. It was reported that during essure insertion thumbwheel was rotated backwards and sheath did not retract. Several attempts were done. It is possible that the technical difficulty during insertion procedure contributed to the perforation and to the breakage, but the exact date of the events is unknown. Given the nature of the reported events, causality with essure cannot be excluded. This case was regarded as incident, since device removal was required (hysterectomy performed). Non-serious events were also reported. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the available information no product quality defect was confirmed. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('body has been perforated internally / fragments were found behind her bladder and one of the other essure coils had migrated into her pelvic region'), device breakage ('one of the coils had fractured apart') and embedded device ('proximal end of ft with embedded coil') in a 31-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "had four essure coils inside her body", device deployment issue "failed essure, because thumbwheel was rotated backwards and sheath did not retract" and device physical property issue "uncoiled essure product". The patient's medical history included multiple caesarean sections, chronic cervicitis, metaplasia and pelvic adhesions. She did not experience period marked by increasingly severe pain and discomfort, including abdominal bloating, and dental problems prior to undergoing the essure procedure. Concurrent conditions included scar. Concomitant products included cholecalciferol (vitamin d3) and lisinopril. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced complication of device insertion ("I was told it didn't take / essure procedure failed / performed a laparoscopic tubal ligation but did not remove her essure coils"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal tenderness and abdominal discomfort. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), back pain ("extreme pain in lower back"), depression ("depression") with fatigue, nickel sensitivity ("nickel allergy"), allergy to metals ("titanium allergy"), ovarian cyst ("ovarian cysts"), gastrointestinal disorder ("bowel"), pelvic pain ("increasingly severe pain"), pelvic discomfort ("increasingly severe discomfort"), abdominal distension ("abdominal bloating"), tooth disorder ("dental problems") and costochondritis ("costochondritis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2015, she underwent a hysterectomy to have the essure coils removed and robotic hysterectomy, loa, bilateral oop.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, embedded device, complication of device insertion, back pain, weight increased, depression, nickel sensitivity, allergy to metals, ovarian cyst, gastrointestinal disorder, pelvic pain, pelvic discomfort, abdominal distension, tooth disorder and costochondritis outcome was unknown. The reporter provided no causality assessment for gastrointestinal disorder and ovarian cyst with essure (ess205). The reporter considered abdominal distension, back pain, complication of device insertion, costochondritis, depression, device breakage, embedded device, nickel sensitivity, pelvic discomfort, pelvic pain, tooth disorder, uterine perforation, weight increased and allergy to metals to be related to essure (ess205). The reporter commented: her implanting physician advised her that the essure procedure failed, and subsequently performed a laparoscopic tubal ligation on plaintiff, but did not remove her essure coils. She had always had pain in her abdomen, but always attributed it to scar tissue (from c-sections), ovarian cysts, and bowel; and this was what her doctor suggested when she mentioned tenderness. Recently, she was experiencing extreme pain in lower back and she had an x-ray done. The x-ray tech asked her if she had surgery on her left side, she said there was a splint or something. After much worry and retrieved medical records, the consumer discovered that there is an uncoiled essure product in her abdomen. That could explain her constant discomfort and recent extreme pain, as well as the weight gain, depression, and chronic fatigue that she was suffering from. She reported there was a very good chance that her body has suffered from nickel titanium allergy and has been perforated internally. Her tubal was noted as failed essure, because the thumbwheel was rotated backwards and sheath did not retract; after several attempts her doctor decided to perform a laparoscopic bilateral tubal using bipolar cautery. She stated she was surprised to find that she did in fact have a faulty essure migrating around in her abdomen, uncoiled and wreaking havoc. Plaintiff never experienced any of these conditions (period marked by increasingly severe pain and discomfort, including abdominal bloating and dental problems) prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms but was unable to resolve her symptoms. Cross referenced with plaintiff case number : (B)(4). Insertion date (B)(6) 2007 ,discrepancy noted. Diagnostic results: on (B)(6) 2015: diagnostic imaging in an effort to determine the cause of her pain: she had four (4) essure coils inside her body; that one of the coils had fractured apart and fragments were found behind her bladder; and one of the other essure coils had migrated into her pelvic region. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('body has been perforated internally / fragments were found behind her bladder and one of the other essure coils had migrated into her pelvic region'), device breakage ('one of the coils had fractured apart') and embedded device ('proximal end of ft with embedded coil') in a 31-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "had four essure coils inside her body", device deployment issue "failed essure, because thumbwheel was rotated backwards and sheath did not retract" and device physical property issue "uncoiled essure product". The patient's medical history included multiple caesarean sections, chronic cervicitis, metaplasia and pelvic adhesions. She did not experience period marked by increasingly severe pain and discomfort, including abdominal bloating, and dental problems prior to undergoing the essure procedure. Concurrent conditions included scar. Concomitant products included colecalciferol (vitamin d3) and lisinopril. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced complication of device insertion ("I was told it didn't take / essure procedure failed / performed a laparoscopic tubal ligation but did not remove her essure coils"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal tenderness and abdominal discomfort. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), back pain ("extreme pain in lower back"), depression ("depression") with fatigue, nickel sensitivity ("nickel allergy"), allergy to metals ("titanium allergy"), ovarian cyst ("ovarian cysts"), gastrointestinal disorder ("bowel"), pelvic pain ("increasingly severe pain"), pelvic discomfort ("increasingly severe discomfort"), abdominal distension ("abdominal bloating"), tooth disorder ("dental problems") and costochondritis ("costochondritis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2015, she underwent a hysterectomy to have the essure coils removed and robotic hysterectomy, loa, bilateral oop.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, embedded device, complication of device insertion, back pain, weight increased, depression, nickel sensitivity, allergy to metals, ovarian cyst, gastrointestinal disorder, pelvic pain, pelvic discomfort, abdominal distension, tooth disorder and costochondritis outcome was unknown. The reporter provided no causality assessment for gastrointestinal disorder and ovarian cyst with essure (ess205). The reporter considered abdominal distension, back pain, complication of device insertion, costochondritis, depression, device breakage, embedded device, nickel sensitivity, pelvic discomfort, pelvic pain, tooth disorder, uterine perforation, weight increased and allergy to metals to be related to essure (ess205). The reporter commented: her implanting physician advised her that the essure procedure failed, and subsequently performed a laparoscopic tubal ligation on plaintiff, but did not remove her essure coils. She had always had pain in her abdomen, but always attributed it to scar tissue (from c-sections), ovarian cysts, and bowel; and this was what her doctor suggested when she mentioned tenderness. Recently, she was experiencing extreme pain in lower back and she had an x-ray done. The x-ray tech asked her if she had surgery on her left side, she said there was a splint or something. After much worry and retrieved medical records, the consumer discovered that there is an uncoiled essure product in her abdomen. That could explain her constant discomfort and recent extreme pain, as well as the weight gain, depression, and chronic fatigue that she was suffering from. She reported there was a very good chance that her body has suffered from nickel titanium allergy and has been perforated internally. Her tubal was noted as failed essure, because the thumbwheel was rotated backwards and sheath did not retract; after several attempts her doctor decided to perform a laparoscopic bilateral tubal using bipolar cautery. She stated she was surprised to find that she did in fact have a faulty essure migrating around in her abdomen, uncoiled and wreaking havoc. Plaintiff never experienced any of these conditions (period marked by increasingly severe pain and discomfort, including abdominal bloating and dental problems) prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms but was unable to resolve her symptoms. Cross referenced with plaintiff case number : (B)(4). Insertion date (B)(6) 2007 ,discrepancy noted. Diagnostic results: on (B)(6) 2015: diagnostic imaging in an effort to determine the cause of her pain: she had four (4) essure coils inside her body; that one of the coils had fractured apart and fragments were found behind her bladder; and one of the other essure coils had migrated into her pelvic region. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received: event proximal end of ft with embedded coil added and made medically significant and intervention required due to surgery. Reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("body has been perforated internally / fragments were found behind her bladder and one of the other essure coils had migrated into her pelvic region") and device breakage ("one of the coils had fractured apart") in a 31-year-old female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "uncoiled essure product" and device use issue "had four essure coils inside her body". The patient's past medical history included multiple caesarean sections. She did not experience period marked by increasingly severe pain and discomfort, including abdominal bloating, and dental problems prior to undergoing the essure procedure. Concurrent conditions included scar. Concomitant products included colecalciferol (vitamin d3) and lisinopril. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced complication of device insertion ("I was told it didn't take / essure procedure failed / performed a laparoscopic tubal ligation but did not remove her essure coils"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal tenderness and abdominal discomfort. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain ("extreme pain in lower back"), weight increased ("weight gain"), depression ("depression") with fatigue, the first episode of allergy to metals ("nickel allergy"), device deployment issue ("failed essure, because thumbwheel was rotated backwards and sheath did not retract"), the second episode of allergy to metals ("titanium allergy"), ovarian cyst ("ovarian cysts"), gastrointestinal disorder ("bowel"), pelvic pain ("increasingly severe pain"), pelvic discomfort ("increasingly severe discomfort"), abdominal distension ("abdominal bloating"), tooth disorder ("dental problems") and costochondritis ("costochondritis"). The patient was treated with surgery (on (B)(6) 2015, she underwent a hysterectomy to have the essure coils removed) and another unspecified surgery. At the time of the report, the uterine perforation, device breakage, complication of device insertion, back pain, weight increased, depression, device deployment issue, the last episode of allergy to metals, ovarian cyst, gastrointestinal disorder, pelvic pain, pelvic discomfort, abdominal distension and tooth disorder outcome was unknown. The reporter provided no causality assessment for gastrointestinal disorder and ovarian cyst with essure (ess205). The reporter considered abdominal distension, back pain, complication of device insertion, costochondritis, depression, device breakage, device deployment issue, pelvic discomfort, pelvic pain, tooth disorder, uterine perforation, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure (ess205). The reporter commented: her implanting physician advised her that the essure procedure failed, and subsequently performed a laparoscopic tubal ligation on plaintiff, but did not remove her essure coils. She had always had pain in her abdomen, but always attributed it to scar tissue (from c-sections), ovarian cysts, and bowel; and this was what her doctor suggested when she mentioned tenderness. Recently, she was experiencing extreme pain in lower back and she had an x-ray done. The x-ray tech asked her if she had surgery on her left side, she said there was a splint or something. After much worry and retrieved medical records, the consumer discovered that there is an uncoiled essure product in her abdomen. That could explain her constant discomfort and recent extreme pain, as well as the weight gain, depression, and chronic fatigue that she was suffering from. She reported there was a very good chance that her body has suffered from nickel titanium allergy and has been perforated internally. Her tubal was noted as failed essure, because the thumbwheel was rotated backwards and sheath did not retract; after several attempts her doctor decided to perform a laparoscopic bilateral tubal using bipolar cautery. She stated she was surprised to find that she did in fact have a faulty essure migrating around in her abdomen, uncoiled and wreaking havoc. Plaintiff never experienced any of these conditions (period marked by increasingly severe pain and discomfort, including abdominal bloating and dental problems) prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms but was unable to resolve her symptoms. Diagnostic results: on (B)(6) 2015: diagnostic imaging in an effort to determine the cause of her pain: she had four (4) essure coils inside her body; that one of the coils had fractured apart and fragments were found behind her bladder; and one of the other essure coils had migrated into her pelvic region. Most recent follow-up information incorporated above includes: on 23-mar-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: costochondritis. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of a micro-insert breaking and a deployment difficulty event are anticipated events, there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device deployment issue and device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-feb-2017: updated quality safety evaluation of ptc: device breakage added. Company causality comment: this spontaneous non-medically confirmed case report refers to a female who had essure (fallopian tube occlusion insert) inserted and has been perforated internally. Upon follow up information, a legal claim with detailed information was received. The plaintiff experienced pain amongst other events and underwent diagnostic imaging which revealed that she had four essure coils inside her body, that one of the coils had fractured apart and fragments were found behind her bladder and one of the other essure coils had migrated into her pelvic region. She was submitted to a hysterectomy to have the essure coils removed. Outcome was not reported. Body has been perforated internally / fragments were found behind her bladder and one of the other essure coils had migrated into her pelvic region, understood as uterine perforation, is anticipated in the reference safety information for essure. One of the coils had fractured apart, understood as device breakage, previously regarded as unanticipated, was amended as per product technical analysis, the possibility of a micro-insert breaking is an anticipated event. The exact date and mechanism of the perforation were not reported. It was reported that during essure insertion thumbwheel was rotated backwards and sheath did not retract. Several attempts were done. It is possible that the technical difficulty during insertion procedure contributed to the perforation and to the breakage, but the exact date of the events is unknown. Given the nature of the reported events, causality with essure cannot be excluded. This case was regarded as incident, since device removal was required (hysterectomy performed). Non-serious events were also reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.